Manufacturer narrative:
Evaluation summary: there was a kink on the hypotube approx. 40cm distal to the strain relief. There were kinks evident on the distal shaft of the device. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface balloon folds were open and residue was visible in the balloon indicating that the device was previously inflated. There was damage to the distal cone of the balloon with bunching of the balloon material. The tip had moved proximally into the distal cone of the balloon. There was damage to the distal tip of the device. A 0.015 inch mandrel would not load through the inner lumen most likely due to hardened blood and/or contrast. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
The physician wanted to use an endeavor resolute drug-eluting stent in a lesion in the distal lm. The lesion exhibited severe tortuosity, severe calcification and 85% stenosis. The lesion was pre-dilated with 80% stenosis remaining. No damage was noted to the device packaging. No issues noted when taking the device out of the hoop. The device was inspected with no issues noted. Negative pressure was not carried out. The stent did not cross a previously implanted stent. It is reported that when delivering the device, resistance was encountered. Excessive force was not used. The tip of the stent was damaged when delivered to the stenosis part. It was reported that the tip of the stent was fractured . No fractured part in the vessel. The physician commented the cause of the event was the vessel¿s tortuosity, calcification and stenosis. The physician stopped the procedure. No patient injury

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.